Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure of (erbe not recognizing grounding pad.) The unit was placed on an in-house system and was ran in diagnostic mode. The unit energized, cauterized and recognized instruments. No issues occurred. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they were unable to get a green ground pad indicator. The customer replaced the pad three times and positioned it differently and the issue persisted. Customer switched to the force triad generator and continued the procedure. Issue may have been caused by poor patient contact. The tse recommended testing the ground pad on a forearm, after the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was resolved.